Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection of the homechoice cassette heater line from the heater bag which resulted in a leak. This occurred during initial drain of peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient with ending therapy session. The patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.